Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was 43-44 mg/dl. Customer consumed carbohydrates to address bg level. Customer loaded a new cartridge to resolve the issue.